Event description:
Patient presented via remote transmission with possible loss of atrial capture. Upon review of the transmission the loss of capture was confirmed. Programming changes were suggested. There was no patient consequences or symptoms.